Event description:
It was reported that during an open low anterior resection procedure, the surgeon stated that after firing the device through the "crunch," the surgeon wasn't able to remove it from the patient. After removal, the anvil was detached. Upon visual inspection, both the proximal and distal doughnuts are complete. The washer in the anvil was fully transected. Doctor mentioned that the patient's pelvis was extremely narrow, and he wasn't able to visualize the anastomotic site. The surgeon says the anastomosis seems to be anterior to the distal stump, which isn't ideal. The surgeon says upon removing the stapler, the anastomotic site was ripped, and he was able to repair with sutures. Doctor tried to use another device to resect the left-over stump, but the device couldn't fit down the pelvis. After consulting with his assisting surgeon, the doctor decided that it was best for the patient to not have an anastomosis immediately. He cleaned the distal stump, and conducted several leak tests to ascertain its integrity. The patient was given a colostomy because the surgeon decided that another end-to-end anastomosis would increase the likelihood for leaks. He decided that it is safer for the patient to have a colostomy.

Manufacturer narrative:
(B)(4). Additional information provided: is the colostomy temporary or permanent? Dr. Says depends on how the patient does post-operatively. If the patient does well, then he'll go back to reconnect. How was it confirmed that the anvil was secured to the trocar? Orange tying knot was visualized, and 'click' was heard when the anvil was married to the stapler. Any issue attaching the anvil? Not mentioned by doctor. When did the anvil detached? After it was withdrawn from the patient. Any injury to any other surrounding tissue? Not mentioned by doctor. Did anything unexpected enter in the instrument during firing? Not mentioned by the doctor. The surgeon says the anastomosis seems to be anterior to the distal stump, which isn't ideal. Why is the anterior stump not ideal? Was buttressing material used? No buttressing was used. The doctor says it's not ideal because he likes it closer to the transecting staple line, so that it's more like an ''end-to-end'' anastomosis. In this case, the anastomosis was more ''end-to-side'' because the ils came out on the anterior side of the stump. Was the safety reset before removal attempted? According to doctor, 'yes'. Were there two complete tissue donuts? According to doctor, 'yes'. Were all tissue layers present in both donuts when inspected? Not sure.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.